Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm 6900ptfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of five (5) years , seven (7) months due to halt, degeneration, leaflet restriction/ non coaptation, stenosis and severe regurgitation. Tmvr was performed with a 26mm 9755rsl transcatheter valve. Per medical records, the patient presented with dyspnea on exertion and progressive nhya iii symptoms. Cardiac workup showed degeneration and halt of the two leaflets treated with anticoagulation therapy. Tee showed no thrombus

Event description:
It was reported that a patient with a 27mm 6900ptfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 5 years , 7 months due to regurgitation and halt. The tmvr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.